Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system would not prime tune and shut down on its own during surgery. Another system was used to complete the case. There was no patient harm. Additional information was received indicating the aspiration was not working properly.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was not able to replicate the reported event. As a preventative measure, the ultrasound assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on november 21, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).